Event description:
It was reported that during insertion, the spring wire guide (swg) became stuck in the catheter and could not be advanced or removed. As a result, a second set was opened. This set was inserted into the internal jugular vein approx 5 to 15 cm before the swg again became stuck in the syringe. Upon removal, the swg was found unraveled; however, it was removed in its entirety without surgical intervention. As a result, a third set was opened.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if add'l info becomes available.